Manufacturer narrative:
No motor movement during the rewind test due to jammed motor gear box. The device received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken and piston did not go up and down anymore due to this insulin pump did not rewind. The customer¿s blood glucose level was unknown. The piston was stuck. The insulin pump will be returned for analysis.